Event description:
It was reported that the connecta plus3 7 cm white blend experienced product damage and leakage.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8180508 & 8254691. Our records show that trend has been identified in this product family. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8254691. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-10-10. Medical device lot #: 8180508. Medical device expiration date: 2021-05-31. Device manufacture date: 2018-08-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connecta plus3 7 cm white blend experienced product damage and leakage.